Manufacturer narrative:
A review of the manufacturing paperwork is going to be conducted. Additional information was requested. Also was implanted: (B) (4)

Event description:
On (B) (6) 2003, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Several computed tomography angiographies (date unk) revealed an abdominal aneurysm enlargement. On unk date, ultrasound showed a possible type I endoleak, however, a cta could not confirm the location of the endoleak. On unk date, a cook aortic cuff was placed in the trunk-ipsilateral leg component. The endoleak was fixed. The patient tolerated the procedure. No other information was provided.